Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was being treated with an unknown medication (unknown concentration and dose) intrathecal therapy via an implanted pump at the time of the event. The pump's indication for use (IFU) was non-malignant pain. The hcp reported that she heard from the patient that they could not get cerebrospinal fluid (csf) back flow while the patient was under anesthesia on the pump implant date (2015-09-14) and the hcp asked the patient's mom about the issue. The patient was reportedly "a nervous nellie." Specific symptoms related to not getting csf flow were unknown as the patient was under anesthesia at the time of the event; the hcp stated that the patient was fine after the pump replacement was complete. The patient was doing fine with no symptoms at the time of the report. Follow-up has been conducted for the patient's pertinent medical history, the intrathecal medication information, other medications that the patient was taking at the time of the event, cause of the event, troubleshooting performed, actions/interventions taken to resolve the event, and the resolution status of the event.